Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle four. The patient's ultrafiltration reading was 2061ml, indicating the home patient (hp) drained 2061ml more than their maximum programmed fill volume of 3000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. This is an ancillary service event opened during investigation of (B)(4). The increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was determined to be a false empty detected and a use error, was the clinician had inappropriately set the minimum drain volume percent setting too low. The homechoice apd systems trainer's guide gives the warning that "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could cause an increased intraperitoneal volume (iipv) situation." A review of the labeling for the product family will be performed. If additional relevant information is received, a follow-up report will be sent.